Manufacturer narrative:
The reported event of notifier anomaly was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output was tested and no anomaly was detected. The cause of the field event is a notifier anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an alert from merlin.net for normal eri the patient was brought into clinic. The patient notifier was tested in clinic, but was not functioning. The patient was in stable condition.